Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer delivered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.